Event description:
A malfunction alarm identified as malf 23 was reported, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery until a replacement pump could be sent. Technical support arranged for a new pump with updated software to be delivered and provided instructions for returning the faulty pump. The customer acknowledged all instructions and confirmed understanding.